Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) would go flat, resulting in inability to pump the device. A replacement surgery was performed and, during the procedure, a leak was found due to a hole in the tubing from cylinder to pump. There were no patient complications reported.